Event description:
It was reported that the pump exhibited a travel coarse error/clutch. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed travel coarse error-check clutch/plunger lever. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to worn lead screw, clutch halves, and clutch spring. As a result, the lead screw, clutch halves, and clutch spring were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.